Event description:
It was reported that a symptomatic patient presented to the hospital in atrial fibrillation. Upon interrogation the implantable cardiac monitor had no atrial fibrillation episodes recorded. The patient was placed on electrocardiogram. All episodes and intracardiac waveform were cleared from the device and re-interrogated. Upon re-interrogation the device displayed the current episode.